Event description:
The facility's biomedical engineer reported an infusion pump that silent shutdown during pt use. A follow-up with the engineer revealed the pump was dropped during pt use, delivered 0.5ml and then shut off. The pump was removed from service and replaced with another pump. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.